Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further inspection physio-control found the device would unexpectedly shut down. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to voltage control feedback in the battery.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the outdated battery and performed other unrelated repairs. The power module pcb assembly to resolve the issue. Proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further inspection physio-control found the device would unexpectedly shut down. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.